Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) the device was returned fully clip-deployed with all external and internal components in appropriate post clip-deployment positions. Inspection of the device indicated that the distal end of the delivery tubeset was normal, the sheath was fully slit, and the vessel locator wings were fully collapsed. There were no damages detected that could have contributed to the clip being captured at the distal end of the device as reported. Because the clip was not returned with the device, the reported clip being caught at the distal end of the device could not be confirmed. Based on the investigation findings, the device performed as intended and the reported product experience could not be confirmed. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database for this lot revealed no other incidents with reported clip being captured at the distal end of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure using a starclose se device in the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment the device was removed and the clip was found stuck on the distal end of the device. Hemostasis was achieved using manual arterial compression. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.